Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to an email received from a user facility biomed. (B)(4). The carefusion field service rep evaluated the device and determined that the root cause of the reported event was a faulty gas delivery engine. The carefusion field service rep replaced the gas delivery engine and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specs. Upon completion the device was released back to the customer ready to be placed back into service. The alleged faulty gas delivery engine was received by carefusion on 02/26/2015 and staged for eval. Once the eval is complete, a follow up medwatch report will be submitted.

Event description:
The following description of the event is a summary of the info documented by carefusion in response to info provided by a user facility rep(s). Customer reported that during setup observed fio2's were off by about 9 to 14%.